Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the stapler locked in the operation and misfire of the reload, there was an extension of 40 minutes in the surgery. They used a new stapler to resolved the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received. The stapler was able to fire. The staples dropped from the reload without stapling the stomach. There was poor formation as the stomach was stapled only the first 15mm without cutting and the rest of the staples of the reload fell out of the reload in the body without stapling. The staples fell into the body and were retrieved. No reinforcement material was used. The staple line was incomplete in the distal location.